Manufacturer narrative:
Concomitant medical products: 6984m accessory, implanted: (B)(6) 2017; 672637 accessory, implanted: (B)(6) 2017; 6984m accessory, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was extracted due to infection. No further patient complications have been reported as a result of this event.